Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Changing your pod chapter 3 / page 37: warnings: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms such as breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin. Ask your healthcare provider for instructions for handling interrupted insulin delivery, which may include an injection of rapid-acting insulin. Living with diabetes chapter 13 / page 182: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Patient's bg (blood glucose) levels reached over 400 mg/dl. The patient's mother stated the customer went to the hospital on (B)(6) 2019. He was not feeling well and was breathing heavy. The patient's mother checked his blood glucose (bg) and the results were 386 mg/dl. They removed the pod and the patient mother gave her son a manual injection of insulin with an insulin pen. She also gave him some water to help lower his bg levels. She checked for ketones and they were moderate. When the patient's blood glucose was not going down the mother called 911. The ambulance took the patient to the hospital. Once the patient arrived at the hospital at 1:00 am on (B)(6) 2019, they checked his blood glucose. His results were 321 mg/dl, after a little bit of waiting at the hospital his blood glucose raised to 402 mg/dl. He was placed on an insulin drip and was given potassium pills. They monitored his heart rate and was diagnosed with dka and tachycardia. He was admitted to the hospital and was released from the hospital at 2:00 pm on tuesday (B)(6) 2019. The patient threw out the pod. The lot number was only number to be obtained. The pod was worn between 4 and 24 hours on the arm.